Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion below the knee (btk) in the tibioperoneal trunk with moderate tortuosity, moderate calcification and 85% stenosis. A 3.0x38 mm rx xience prime btk stent delivery system (sds) was advanced and had to cross through a previously implanted supera stent and prosthesis artery in the femoral-tibial before reaching the target lesion. The sds was stuck in the prosthesis and by pushing and pulling on the sds, the shaft separated into two pieces. A snare was needed to retrieve the distal portion of the sds. A non-abbott stent was used to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.